Event description:
This report summarizes 3 malfunction events where a midwest energo 1:5 handpiece overheated. 3 events resulted in no injury.

Manufacturer narrative:
We are awaiting the return of 3 devices.